Manufacturer narrative:
This 37-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140440029) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('device was attempted to be placed in left tube with bending of essure cath during cannulation and passage'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. The reporter commented: cath and device was removed and a new cath and device used and placed. On 19-may-2021 investigator provided the follow information: patient had no anatomical tubal disorder and no medical history that could have attributed to the adverse event. Causality not related to study protocol. Batch no he0139c, production date 2017-05-30, expiration date 2020-05-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2021: the initial case (B)(4), never distributed was identified as duplicate case and all information was transferred to this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4) ). The subject (B)(6) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('device was attempted to be placed in left tube with bending of essure cath during cannulation and passage'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. The reporter commented: cath and device was removed and a new cath and device used and placed. Batch no: he0139c, production date: 2017-05-30, expiration date: 2020-05-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 37-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4) ). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. He0139c, he013e6) inserted. The case describes the occurrence of device use error ('device was attempted to be placed in left tube with bending of essure cath during cannulation and passage'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. The reporter commented: cath and device was removed and a new cath and device used and placed. On (B)(6) 2021 investigator provided the follow information: patient had no anatomical tubal disorder and no medical history that could have attributed to the adverse event. Causality not related to study protocol. Batch no he0139c, production date 2017-05-30, expiration date 2020-05-28. Batch no he013e6, production date 2017-03-23, expiration date 2020-03-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. A 37-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4) ). On the same day of its insertion, it was reported device use error ('device was attempted to be placed in left tube with bending of essure cath during cannulation and passage'). This event is expected according to the investigator's brochure (version 3.0). The investigator considered the event unrelated to the study product and unrelated to the study conduct. Device use error ('device was attempted to be placed in left tube with bending of essure cath during cannulation and passage') is expected to happen according to the investigator¿s brochure. Therefore, considering the safety profile of the product and the temporal relationship, and, in this case, in disagreement to the investigator, a causality of essure for the event cannot be completely excluded (related). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('device was attempted to be placed in left tube with bending of essure cath during cannulation and passage'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. The reporter commented: cath and device was removed and a new cath and device used and placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('device was attempted to be placed in left tube with bending of essure cath during cannulation and passage'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. The reporter commented: cath and device was removed and a new cath and device used and placed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. He0139c, he013e6) inserted for sterilisation. The case describes the occurrence of device use error ("device was attempted to be placed in left tube with bending of essure cath during cannulation and passage"). There was no information on the subject's medical history or concurrent conditions. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error occurred on (B)(6) 2018. Fallopian tube occlusion insert was removed the same day. No adverse events were mentioned. The reporter commented: cath and device was removed and a new cath and device used and placed. On (B)(6) 2021, investigator provided the follow information: patient had no anatomical tubal disorder and no medical history that could have attributed to the adverse event. Causality not related to study protocol. Batch no: he0139c. Production date: 2017-05-30. Expiration date: 2020-05-28. Batch no: he013e6. Production date: 2017-03-23. Expiration date: 2020-03-28. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.